Manufacturer narrative:
The tech found that the center arms were broken on each side rail. The tech believes the most likely cause is from damage done to the center arm when the bed is lowered with the side rails raised onto an object such as a side table or something that caused the damage to the center arm on both side rails of the bed. A search of hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the both side rail center arm assemblies to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the center arm is broken on both side rails and they are not able to latch. The bed is located in maintenance at the facility. There was no pt/user injury reported. (B)(4).